Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code 3191 used in initial medwatch to capture additional medical/surgical intervention required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-duct code: ktt. This report is for an unknown plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that on (B)(6) 2019, the patient had right intertrochanteric hip nonunion and underwent a conversion to right total hip arthroplasty with removal of hardware. The screw found without difficulty and the distal locking screw removed. The proximal portion of the hip dislocated, and the proximal portion of the nail was obtained and the unknown plate removed. Original implant date happened last (B)(6) 2018. Patient had a hip fracture approximately eight to ten months ago that was fixed with intramedullary (im) nail. Patient had worsening pain when ambulating as well as difficulty walking, pain was quite severe. Patient underwent physical therapy and had pain medications and still having discomfort. It is unknown if there was surgical delay. There was were complications with the surgical outcome. Patient status is unknown. This complaint involves five (5) devices. This report is for one (1) unknown - plate. This report is 4 of 5 for (B)(4).